Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing in a laparoscopy-assisted distal gastrectomy at the small intestine resection, the surgeon tried to fire the device but the handle was stiff and could not squeeze the handle. Surgeon was able to press the green button. They replaced the handle and they completed the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing in a laparoscopy-assisted distal gastrectomy at the small intestine resection, the surgeon tried to fire the device but the handle was stiff and could not squeeze the handle. They replaced the handle and they comp leted the case. No patient injury.